Event description:
It was reported that the water was not circulated in an arctic sun device. Per review of wo on 27jul2023, there was no patient involvement. Per follow up information received via email on 28jul2023, device was under investigation.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not isolated as the reported issue was unconfirmed. The device was evaluated and the reported issue was unconfirmed as the issue was not duplicated during testing. No repairs needed. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. DHR review not required. The reported event is unconfirmed, labeling/packaging review is not required. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the water was not circulated in an arctic sun device. Per review of wo on (B)(6) 2023, there was no patient involvement. Per follow up information received via email on 28jul2023, device was under investigation.